Event description:
After the spinal cord stimulation, lead was replaced. The pt's headache symptoms were gone for one day. (Refer to mfg report # 3004209178-2008-03765). The spinal headaches returned. The hcp indicated to the pt that the lead had migrated and 'poked a hole'. A computerized tomography scan of the pt's brain and head taken in 2008 was normal. The system was explanted. After explant the headaches were gone for 4 days, but again returned. A blood patch was ineffective. Three months after explant, the pt continued to have headaches and was unable to walk due to pain in his legs caused by diabetes. The hcp reported the pt outcome as a 'non-serious injury/illness'.

Manufacturer narrative:
.